Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the device was spitting unformed clips. Another er320 was opened to complete the case. There was no consequence to the pt. 09/04/1997 no other info is available.